Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that a patient¿s blood glucose reached 375 mg/dl while wearing the pod for less than an hour. The needle mechanism did not deploy as intended during activation. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The device was received undeployed. No issues were found that would result in a needle mechanism failure or a failure to deliver insulin as the device was deactivated after the first priming sequence ended but before the start of the second priming sequence.